Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, investigation conclusions,component code), h11 corrected field : b3 the fse noticed that power could not be supplied to the device and it was unable to charge the battery or operate on ac power. The fse replaced the cart bulk power supply spec (0014-00-0258) there was no patient involvement or patient harm/serious injury reported. The device was returned to the customer after it successfully passed ac power operation tests. . The failure analysis and testing dept. Received part number 0014-00-0258 with a reported unit failure of the device not powering on. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Av.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - e3.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse noticed that power could not be supplied to the device and it was unable to charge the battery or operate on ac power. The fse replaced the cart bulk power supply spec. There was no patient involvement or patient harm/serious injury reported. Multiple gfe attempts were made to see if safety and functional tests were completed and was met with the response that it has not yet been done. The device was returned to the customer after it successfully passed ac power operation tests.. The record will be updated if more information is provided.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, during in-house inspection cardiosave intra-aortic balloon pump (iabp) power won't turn on. There was no patient involvement.